Event description:
During investigation, a detached cuff was found on the returned catheter.

Manufacturer narrative:
The complaint that the surecuff had detached was confirmed but the cause is unk. The product returned for eval is one 7fr s/l groshong catheter. The product arrived in two pieces: the proximal piece was 14.0" long and the distal piece was 7.4" long. Adhesive from the surecuff was found 9.5" from the distal end of the catheter, and the cuff was displaced 0.15" proximal of the adhesive residue. Microscopic examination revealed exposed adhesive residue still attached to the catheter but detached from the surecuff. Imprints from the cuff fibers into the adhesive were found extensively in the residue. The adhesive residue thinned slightly on one end of the catheter. An attempt was made to move the surecuff proximally and distally on the catheter. The cuff was secured tightly and could not be moved. The cuff was not able to be unraveled or unpeeled from the catheter when an attempt was made. The exact cause of the surecuff displacement from its original adherence site is unk at this time. A lot history review (lhr) of revf0745 showed no other similar product complaint(s) from this lot number.